Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in office for symptomatic atrial fibrillation related to the device. Cardioversion was performed to resolve the event. The device remains implanted.

Event description:
New information received indicates that the patient had an ablation, and a reoccurrence of ventricular tachycardia after the ablation was noted.